Event description:
Device 3 of 3. Ref MFR report #s: 1627487-2014-23398, 23399. The pt has 2 model 3186 leads (from the same lot) implanted as part of her scs system. It was reported the pt was unable to establish communication between her ipg and programmer. The pt's programmer displayed a communication error and the pt is without stimulation. It was also reported the pt was not satisfied with how her stimulation felt. The pt stated the stimulation felt electrical. Subsequently, the pt discontinued the use of her scs system. The pt has not used the system in approximately 1.5 years. Additionally, it was reported on (B)(6) 2014. The pt was trialed with 3 pns (off label) leads. During the trial, the pt complained when she adjusted the amplitude, she felt intermittent stimulation. Reprogramming was unable to resolve the issue. However, the pt is to meet with the sjm rep for further programming and surgical intervention may be pending as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.